Manufacturer narrative:
Eval summary - surgical notes were not provided. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the info provided. Single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified device caused any pt infection. The device history records for the femoral and articular components were reviewed, indicating the device was manufactured, inspected, and packaged to spec.

Event description:
It is reported that the pt was revised due to pain, a bone fracture, and possible infection.

Manufacturer narrative:
Review of the device history records did not find any deviations or anomalies. These devices are used for treatment. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Review of the information obtained from the patient confirms that the patient underwent a previous revision surgery from unicompartmental knee to a total right knee. The report of metal sensitivity test done on (B)(6) 2013 confirms nickel allergy. It was also reported in the information from the patient that a bone scan was done on (B)(6) 2013 which suggests loosening. Another revision surgery was done for the right knee. It was noted that, during this surgery, the tibia was split from top to bottom in order to remove the old implant. The package insert states that "loosening or fracture/damage of the prosthetic knee components or surrounding tissues" is an adverse effect. Zimmer also makes information available in the public domain related to the composition of zimmer metal implants. This is therefore a known inherent risk of the procedure. Product history search revealed no additional complaints against the related part and lot combinations. A definitive root cause cannot be determined with the information provided.